Event description:
The patient had a renal infarction at age 35, and it was suspected that their renal function had been declining since then. On (B)(6) 2025 the patient developed sudden vomiting, and patient was also found to have intestinal obstruction. Gas was detected in the small intestine on a plain abdominal x-ray. The patient's symptoms improved with fasting and fluid replacement, and they gradually resumed eating with a plan of constipation prevention. The patient had just had intestinal surgery, so it was believed that they were at high risk for ileus. The intestinal obstruction was not considered to be related to the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
G2: corrected manufacturer's investigation conclusion: a direct correlation between the patient¿s heartmate 3 left ventricular assist system (lvas) and the reported renal dysfunction and intestinal obstruction could not be conclusively established through this evaluation. The renal dysfunction was reported to have a low casual relationship to the device, while the intestinal obstruction was not considered to be device-related. Multiple attempts were made to obtain additional information regarding the reported event and lvas serial number; however, to date no further information has been provided by the account. A review of the relevant sections of the device history records could not be performed as the serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. A and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction and intestinal obstruction could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that post left ventricular assist device (lvad) implant the patient was found to have suspected renal dysfunction cause by the underlying disease. The maximum creatine was 3.09 mg/dl. The patient was also found to have intestinal obstruction due to a history of it. This was not considered to be related to the device. The causal relationship of the renal dysfunction to the device was considered low but could not be denied. The casual relationship with the device of the intestinal obstruction was not related.

Manufacturer narrative:
Section a4 - this information was unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.